Event description:
The explanted generator was received on 05/17/2016. The alleged ¿¿end of service¿ event was determined to be the result of normal battery depletion. The depletion was an expected event as determined by blc and battery voltage measurement. A battery life estimation resulted in 0.00 years remaining before the eri flag would be set. In the (B)(4) lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator performed according to functional specifications except for the tests that were due to the low battery condition. In addition, a comprehensive automated electrical evaluation showed that the pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
During a review of the device programming history, it was noted that there was a sharp drop in impedance from system diagnostic test data from dcdc 3 to dcdc 0 on (B)(6) 2008. The previous system diagnostics was run on (B)(6) 2008 with dcdc 3. High impedance was later observed with dcdc - 7 on a system diagnostic test. A full revision surgery was performed as a result on (B)(6) 2016. The explanted products have not been received to date.